Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. On an unreported date, it was reported that physioneal therapy was discontinued due to the peritonitis induced hospitalization (no further detail was provided). No additional information is available.